Manufacturer narrative:
The manufacturer previously reported information alleging "unexpected loss of program during use patient". There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The device has been returned to a third-party service center for evaluation however, there is no information documented of the evaluation or the findings, at this time. When the evaluation is complete and the results are documented, a supplemental final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging "unexpected loss of program during use patient". There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging the device has stopped during therapy. There was no patient harm or injury reported with this notification. The device was sent to a manufacturer service center for evaluation. During device evaluation an electrical error code was observed. The device main board was replaced to address the error.